Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection of the sample indicates that the male luer of the assembly tracked at the tip of the luer. Further inspection identifies white stress marks on the luer tip at the break location. This is typical of a large bending force being applied to the connector causing it to break. The customer complaint of component damage - leak was confirmed. The investigation was forwarded to the manufacturing team for root cause evaluation, and it was determined that the possible root cause for the damage seen on the male luer connector is that the user applied bending force to the connector, during connection or disconnection of the male luer, causing the luer connection to break. The bd clinical team has been notified of the reported issue and will contact the customer if further use instruction or training is deemed necessary. A device history record review for model 2420-0007 lot number 25045063 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged with leak. The following information was provided by the initial reporter: material: 2420-0007. Batch#: 25045063. Verbatim: the male luer on the bd alaris pump infusion set (B)(4) broke off in female y-sites on the bd maxguard pressure rated extension set (minibore) with needless y-site (B)(4). The male luer on the minibore extenstion set also required two people both using hemostats to remove it from the piv hub. Additional information received on 29-jul-2025: 1. Can you please provide an exact date of event? (B)(6) 2025. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. There were no reports of pt harm or injury. The staff involved in the care of the pt had to replace the IV tubing with new supplies.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.